Event description:
It was reported that the patient began to experience chronic headaches a few weeks after implant which led the physician to suspect a cerebrospinal fluid (csf) leak. During a follow up appointment on (B)(6) 2015, fluid was drained from the midline incision and the pump pocket and was determined to be related to a seroma and not a csf leak. It was concluded that the headaches were unrelated to the product and the patient had since continued with the pump therapy.

Manufacturer narrative:
(B)(4).